Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple ophthalmic knives were blunt during separate cataract surgeries. The cataract surgeries were completed with a new knife. There was patient contact however there was no harm to any patient.